Manufacturer narrative:
The customer reported that the architect c16000 analyzer generated calcium results of < 0.05 mmol/l on 2 patients. The customer stated error code 3102 unable to process test, liquid contact broken during aspiration for reagent 1 pipettor at position( b12) was generated around the same time as the two calcium results. The customer replaced the r1a probe to resolve the issue. Also, they moved the assay from the a-line to the b-line in the reagent carousel. The architect c1600349 instrument logs were reviewed and they revealed error code 3102 unable to process test, liquid contact broken during aspiration for (reagent 1a) pipettor at position (b12) was generated for multiple calcium results on (B)(6) 2015. It was not possible to confirm the two calcium results of < 0.50 mmol/l because the sample identification (sid) was not provided. The service history for the instrument was reviewed and no subsequent complaints for discrepant / erratic results were identified after replacement of the r1a probe. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect c16000 analyzer generated calcium results of <0.5 mmol/l on 2 patients. The samples were repeated and normal results of around 2 mmol/l were generated. The customer did not have specific data. There was no report of impact to patient management.